Event description:
It was reported via a medwatch report, "the 15mm bvm (bag-valve mask) adapter on the et tube (endotracheal) tube came off of the tube and would not stay in place after the patient was intubated". Additional information received states that "minor desaturation was noted with this patient due to adapter coming off, but only by a couple of points. The patient died shortly after arriving at the emergency department due to the external pacer being removed. Not sure as to why but to our best knowledge this was not a result of the et tube". Further questions were asked regarding the cause and circumstances of the patient's death but the customer stated that they did not have any further information. If information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Mw#5118133 the manufacturing site reports "there was no sample available for this complaint, therefore sample verification as per reported could not be conducted. DHR also could not be provided as the lot number kme21k1410 was not found in the system, possible wrong lot number provided from complainant." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section e.1.-initial reporter name and address corrected. Section e.4.-corrected to 'yes' section g.2.-report source corrected to 'other - medwatch'.

Event description:
It was reported via a medwatch report, "the 15mm bvm (bag-valve mask) adapter on the et tube (endotracheal) tube came off of the tube and would not stay in place after the patient was intubated". Additional information received states that "minor desaturation was noted with this patient due to adapter coming off, but only by a couple of points. The patient died shortly after arriving at the emergency department due to the external pacer being removed. Not sure as to why but to our best knowledge this was not a result of the et tube". Further questions were asked regarding the cause and circumstances of the patient's death but the customer stated that they did not have any further information. If information is received, the complaint file will be updated.

Manufacturer narrative:
Qn(B)(4).